Event description:
An endurant ii stent graft system was implanted for the emergent endovascular treatment of a ruptured internal iliac artery and a sacciform aneurysm. In addition, two other manufacturer¿s device were implanted as the right and left distal iliac extension. It was reported that one day post index procedure, the patient expired. The physician stated that the patient was transferred from the cardiovascular medicine department. In preparation, it took some time to complete the right internal iliac artery occlusion. The y-graft was implanted for the internal iliac rupture and the sacciform aneurysm in the tortuous section of the abdominal aorta, but the vessel's characteristics could not be identified. Possibly, the cause of death was intestinal necrosis due to a rupture of the right internal iliac artery. The physician denies the relation between the device and the death.

Manufacturer narrative:
(B)(4).